Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
After the initial ascend flex reversed surgery on (B)(6) 2017 this patient had a revision surgery twice for dislocation reasons. The first revision surgery was performed on (B)(6) 2017, and the insert was replaced. The second revision surgery was performed on (B)(6) 2017, and all implants were replaced (reports MDR # 3000931034-2017-00148 and # 3000931034-2017-00149). At this time, infection of the affected area was also found. On september 2019,this patient fell down and around the distal part of the implanted stem was fractured. A third revision surgery was performed on (B)(6) 2019 for infection: removal of the stem, cleaning, and insertion of a cement mold.